Event description:
It was reported that the patient experienced a low blood glucose of 59 mg/dl without symptoms shortly after dinner, and the event was managed at home with oral glucose; subsequent follow-up indicated the patient returned to target range with no further assistance needed. Investigation of this case revealed no device malfunction identified and an unclear cause for the hypoglycemic event. No symptoms associated with hypoglycemia reported. Outcomes included transient hypoglycemia without injury, or hospitalization. It was concluded that the event was consistent with hypoglycemia of unclear cause, resolved with standard oral carbohydrate treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.